Event description:
It is reported by the pt's counsel that the pt underwent total hip arthroplasty on (B)(6) 2009 and was revised on (B)(6) 2009. Reason for revision is unk.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. Should additional info become available and / or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).